Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results that one ecr60b reload was received partially fired and with the pan detached. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an esophagectomy procedure, the cartridge pan came off from the cartridge body when the device was changed. The event occurred outside the patient, so no pieces were left inside the patient's body. There were no adverse consequences to the patient. The instrument which the reported cartridge was loaded into was sc60a. The firing was completed and the deployed staples were b-formed shape.